Event description:
It was reported that: after the patient was anesthetized, the patient was moved down the table and into a lithotriptor. The anesthesia machine was pushed up against the operating table. The absorber was pushed into the front of the anesthesia machine occluding the fresh gas hose. The anesthesia machine was replaced, there was no patient injury.